Event description:
The patient's external ventricular drain (evd) device was leaking a small amount at the back of the stopcock by the transducer. The neuro critical care team were notified, and registered nurse (rn) primed a new evd device to replace the one that was leaking.